Event description:
The customer's family member reported that the customer was asleep and was having trouble breathing when customer's caregiver called 911. About 2 1/2 hours earlier she had tested the customer and her reading was in the low 100's (number unknown), no medication was given at that time. When paramedics showed up they got a reading of 36 mg/dl and customer's meter showed 103 mg/dl as the caregiver took a bg reading at the same time as the paramedics. The paramedics gave the customer a shot (medication type unknown). She was not transported to the hospital and no medications were changed.

Manufacturer narrative:
This is an initial report. The product has been returned and is being investigated. The follow-up report will be sent when investigational results are available.